Manufacturer narrative:
The hospital biomedical engineering staff evaluated the device. The reported problem was not duplicated. The root cause of the reported problem was not determined. Physio-control subsequently evaluated the device. Proper operation was confirmed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined. The device was returned to the customer.

Event description:
The customer reported that the device was used and the defibrillator charged but would not discharge. The reporter was unable to provide any additional details. There were no reports of adverse affects to the patient as a result of device use.